Event description:
(B)(6) - it was reported by the consumer that the m91 power wheelchair footrest allegedly would not lower, and the light indicator was flashing but the consumer did not see how many times. There was no patient injury reported.